Event description:
Per the clinic, the patient experienced an infection at the abutment site and the percutaneous baha implant system was explanted on (B)(6) 2024. The patient was reimplanted with a cochlear implant during the same surgery. Additional information has been requested but has not been made available as of the date of this report.